Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the screen of the central control monitor (ccm) was black and would not come on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Per the manufacturer's subsidiary, the single board computer (sbc) needs to be replaced. The user facility will repair the central control monitor (ccm) themselves and the ccm will not be returned to the manufacturer so no evaluation will be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.